Event description:
The hcp reported the pt presented in 2004 with drainage of the device pocket. The hcp reports as unk as to a culture being obtained and the treatment givent the pt. After the pump explant, the infection is reported to have resolved. The pt had no additional risk factors.